Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 05/09/2014 to report the purely yours breast pump she uses experienced lower suction several days ago compared to past pumping sessions and at the same time the motor started making abnormal, struggling sounds and shut off completely. Customer states her milk output decreased and breasts were left full after pumping. Customer was diagnosed with mastitis after this event and prescribed a 7 day course of oral antibiotics which resolved the infection.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.